Event description:
The customer was hospitalized due to low blood glucose. The blood glucose level was not given. The patient was treated with intravenous fluids and a glucose stripe. Prior to the event, the customer was at a grocery store and felt ill. The patient stated that there were discrepancies between the sensor reading and the blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.